Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the first six bands were deployed successfully. However, the seventh band failed to deploy as expected. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged, and the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the teeth of the device were damaged, and trip wire was secured to the post. The markings on the ligator housing suggest that excessive force may have been applied during use, potentially causing the damage. Alternatively, the problem could be related to the technique used by the physician when inserting the device into the patient, which may have contributed to the damage and affected the handle functionality during band deployment. It is possible that the reported problem of the bands failing to deploy might have to do with the technique used by the physician or the way the device was handled. It is possible that the way in which the device was placed, or the tortuosity during the procedure, affected the functionality of the handle, causing the bands to feel difficult to deploy. The marks on the ligator housing teeth imply that the device might have been used with too much force, or perhaps this could be attributed to the way the physician was entering the device through the patient, affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the first six bands were deployed successfully. However, the seventh band failed to deploy as expected. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.